Manufacturer narrative:
Investigation: no product or photo was returned by the customer. It was reported that user was unable to push saline through the extension set. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model ms3500-15 lot number 20065338 was performed, however, the lot showed no data. A device history record review for model ms3500-15 lot number 20063250 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20065338 or #20063250 regarding item #ms3500-15. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr was clogged. The following information was provided by the initial reporter: material no: ms3500-15 batch no: unknown, 20065338 or 20063250. It was reported that user was unable to push saline through the extension set.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 20065338. This does not match the catalog number provided. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 20063250. Medical device expiration date: 2023-06-15. Device manufacture date: 2020-06-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 36 in 15 drop secondary set w/hgr was clogged. The following information was provided by the initial reporter: material no: ms3500-15 batch no: unknown, 20065338 or 20063250. It was reported that user was unable to push saline through the extension set.